Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer did not practice proper air removal technique. Upon re-loaded the same cartridge a minimum fill notification occurred. Customer's blood glucose was 169 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.